Event description:
It was reported that during a lap renal procedure second freeze cycle, the user attempted to reduce the freezing percentage. However, when they tried the computer ¿froze¿ and would not react to anything. The user turned the machine off and on several times until they finally succeeded to get the machine up running again. The treatment was completed.

Manufacturer narrative:
The system pc was replaced with a new one and tested ok. The old pc is being sent back to the manufacturer for investigation.